Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had stopped working. They tried using multiple batteries but the device would not turn on. Their blood glucose level during the incident was 380 mg/dl. Troubleshooting was performed. Customer stated the contacts on the battery cap are not missing or damaged. Customer stated the battery compartment was corroded. Customer stated the spring was corroded. Unable to troubleshoot for the customer¿s blood glucose because the device was not working. The device will be replaced and returned for analysis.

Manufacturer narrative:
The correct information has been provided with this report.